Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is hospitalized for a scheduled lead revision. During a follow-up the previous week, increased r-wave sensing, high pacing threshold, and upper out of range pacing lead impedance were observed. The lead was disconnected and noted stable electrical measurements when the lead was reconnected to the device. The lead remains implanted. The cause of the poor measurements was most likely poor lead pin fixation. The patient condition is good before, during, and after the procedure.